Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery alarms or alerts noted during testing or in the device trace download. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that loss of power from battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.